Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a 200cc on the left and 225cc on the right side mentor memorygel breast implant experienced bilateral baker¿s grade iii on the left, and IV on the right side, capsular contracture post procedure. As a result patient scheduled for an explant on (B)(6) 2021. This report relates to the left side.